Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failing downstream occlusion test during the preventive maintenance procedure' which was unable to be recreated during evaluation. The cause was determined to be an out of specification downstream sensor. The force sensor and downstream tubing guide were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream test during the preventive maintenance. The downstream occlusion pressure exceeded the upper limit every time reading 20+ pounds per square inch (psi). There was no patient involvement. No additional information is available.